Event description:
Related manufacturer reference number: 2017865-2022-15707. It was reported that the patient presented for explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited undersensing and high capture threshold. During the procedure, the physician attempted to disconnect the ra lead and was unable to remove the set screw. The ra lead and the pacemaker were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of undersensing and high capture thresholds were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted. Visual, x-ray and electrical examinations did not find any anomalies.